Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v680132, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that patient was not being able to adjust stimulation both with and without antenna attached. It would not do telemetry with or without antenna. It was indicated the patient will be having a colonoscopy in a couple of days and was instructed to turn stim the therapy off for the procedure. It was noted that the night prior to this call patient had not been able to connect to the neurostimulator (ins).the patient changed the batteries at that time and the screen appeared but the programmer showed poor communication screen. It was noted that during the call patient tried reposition antenna and was not able to connect. The patient mentioned a loss of therapeutic effect and started going more frequently starting several weeks ago. It was indicated that the change was gradual. The patient had no stimulation sensation. The patient stopped feeling stim several weeks ago. The patient was also feeling pain on the right side in vagina area that started several weeks ago. Additional information reported a day later indicated that the patient received replacement programmer and still unable to communicate with her implant. The patient was unable to communicate with or without antenna and had not felt stimulation last couple of month and noticed return of symptoms 3-4 weeks ago. The patient device was lastly checked in april. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
It was noted later that patient received assistance from their manufacturer representative and her concerns were resolved. The patient needed to turn the device off during a colonoscopy. It was also noted that patient did not have concerns with their device or therapy. The patient appointment was scheduled on (B)(6) 2014.